Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR and to document the final investigation conclusions. Section d1 (brand name) has been corrected. Section d4 (primary UDI number), (catalog) and (serial) has been corrected. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> hematoma/minor bleed/access site adverse event: . The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in an 83-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and diabetes mellitus and was classified as scai stage d. Prior to device insertion, the reported activated clotting time was 282 and the left ventricular end-diastolic pressure was 36. The patient required inotropes, vasopressors, and ventilatory support for respiratory failure. The purge solution consisted of d5w with 25 meq sodium bicarbonate. While on impella support, the patient underwent lad coronary angioplasty with ptca stent placement and intravascular ultrasound. The procedure was completed on impella support. Following pci, the peel-away sheath was removed and a repositioning unit was inserted. Angiographic assessment demonstrated excellent distal flow beyond the sheath. During post-procedural management, the right groin access site developed a hematoma that progressively enlarged despite forward tension sutures, angle adjustment, and manual pressure. A fem-stop device was applied in an attempt to achieve hemostasis, and antiplatelet therapy was discontinued. Due to continued access site bleeding, the decision was made to explant the impella cp. The device was weaned over approximately 30 minutes to assess tolerance and subsequently reduced to p2 prior to removal in the catheterization laboratory. Vascular closure was performed using a perclose prostyle device, an angio-seal, and external compression with fem-stop. Distal pulses remained intact. The patient was transferred with a large but soft hematoma at the access site. Access site hematoma and minor bleeding are recognized complications of large-bore femoral arterial access, particularly in elderly patients with cardiogenic shock, therapeutic anticoagulation, elevated act, and multiple vascular closure devices. Based on the available information, there were no reports of abnormal pump operation. The reported event is consistent with known access site¿related risks and the patient¿s overall clinical condition. The patient survived.